Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the insulin in the cartridge was not greater than 80 units. Tandem technical support educated customer of the minimum fill recommendation for their pump. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.